Event description:
On (B)(6) 2025, a patient underwent a thrombectomy & atherectomy procedure using the rotarex catheter. During the passage through the obstructed stents (in about 1/2 of the sfa) user lost control over the guidewire and while moving it, tip did not move and lack of continuity was found. Furthermore, removing the part protruding outward, the rest remained in the system and only with it was removed. Procedure interrupted in half and the procedure was completed using another device. There was no harm to the patient.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy & atherectomy procedure using the rotarex catheter. During the passage through the obstructed stents (in about 1/2 of the sfa) user lost control over the guidewire and while moving it, tip did not move and lack of continuity was found. It was further reported that the broken tip was allegedly detached. Furthermore, furthermore, the device removed with a guidewire. Procedure interrupted in half and the procedure was completed using another device. The procedure interrupted in half and the procedure was completed using another device. The current status of the patient was good.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter 80208_fa096137_242348_rotarex s 6 f x 110 cmwere returned for evalaution and was physically investigated. During physical investigation a catheter with a lot of body material was received. The catheter had to be flushed, after flushing. The test guide wire went through the catheter with slight resistance. The aspiration test was performed and slightly lower aspiration level than nominal was achieved. Therefore the investigation is confirmed for the reported mechanical jam issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, g3, h6(device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.